Manufacturer narrative:
Eval summary: the results of the eval performed indicate that it is difficult to determine the exact cause of the reported infection. Clinical info was not made available to confirm the reported event and the returned device alone is not sufficient for determination of infection. The device mfg history record for the reported lot indicates that devices were mfg and accepted into final stock with no reported discrepancies related to the reported event. All sterilization certificates for the aforementioned lot have been reviewed and found to be conforming. The product experienced reporting database shows that there have been no other reported events regarding the reported device lot code.

Event description:
It was reported that, "insert was taken out of pt due to infection. Cleaned wound and put back in #6, 11mm insert."